Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The rep reported that the cause was not determined however they were about to get her full coverage using 8-15 and patient was very happy.

Manufacturer narrative:
Continuation: product ID 39286-65 (B)(4). Implanted: (B)(6)2015 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-04-05. It was reported that an out of regulation (oor) was observed on the tablet. Program 1 was showing oor and they could not increase beyond 0.9ma on the tablet. P1 is using 12+13+14- and 500us and 500hz (they had been using 90us and 1000hz but changed that today). On tablet 0 thru 7 is showing as the right side of lead and 8 thru 15 as the left side. Impedances were checked, and they were seeing >40 on all pairs 8 thru 15. 0 thru 7 pairs were normal range. The patient¿s impedances did change about a month ago after the patient had a fall. The representative programmed on 0 thru 7 side and was able to get bilateral stimulation programmed for the patient. The oor due to high impedances subsequently resolved with reprogramming. No additional complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she fell and had a lot of lower back pain since. The patient noted she was getting good pain relief before the fall. An impedance check showed electrodes 8-15 all >40000 and it was stated that electrodes 13 and 14 had been used in the high density program. The patient was reprogrammed using high density settings with electrodes on the left side and the issue was not resolved at the time of the report. The indication for use was spinal pain.